Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the tome wire was broken during sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another hydratome rx 44. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.